Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation of the pulse generator, it was noted that noise on the ventricular channel caused oversensing. The device was explanted.